Event description:
It was reported to covidien on 4/22/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the patient developed a right atrial clot with use of palindrome catheter, identified on (B) (6) 2008. Patient was given tpa infusion on (B) (6) 2008. Catheter pulled on (B) (6) 2008, replaced with femoral catheter on (B) (6) 2008 due to klebsiella sepsis.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.